Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the tubing. Blood glucose level at the time of the incident was 400 mg/dl. Blood glucose at the time of the call was 139 mg/dl. Customer was instructed the best practices for handling insulin for reservoir filling techniques. Customer was unable to complete troubleshooting for the high readings and air bubbles. The insulin pump will not be returned for analysis.